Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation,respiratory tract irritation. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This notification was reviewed due to patient reporting eye irritation and respiratory tract irritation. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury as previously reported. In this report, section h - type of reported complaint, health impact code, evaluation method, evaluation results, component code and conclusion code has been updated.